Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the recipient experienced poor performance with the device from the activation. The device was explanted on (B)(6) 2019 due to device placement issue. The recipient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted september 27, 2019.

Manufacturer narrative:
This report is submitted december 17, 2019.